Event description:
The nurse (rn) of a home pt (hp) contacted a technical service representative (tsr) and reported the hp felt abdominal pain, bloating, and difficulty breathing while using the homechoice system for automated peritoneal dialysis (apd) therapy. The rn indicated the hp was in the middle of therapy when he experienced shortness of breath and was bloated. The hp performed a manual drain; however, the volume of fluid drained was not specified. The hp performed manual exchanges for a few days starting on (B) (6) 2008, and no longer experienced abdominal pain, bloating, or shortness of breath. The rn indicated she does not know for how long the hp has been having difficulties. Review of the cycler's therapy log revealed the following information: (B) (6) 2008, therapy complete, initial drain volume - 1220ml, recovered initial drain volume - 0ml, last fill volume - 0ml, total fill - 2498ml, total drain - 1179ml, average dwell time - 0, average drain time - 0, total ultrafiltration = (-) 1319ml, bypasses - 0, manual drain - 1, therapy changed - no. Review of the cycler's programming revealed the following information: therapy - continuous cycling peritoneal dialysis, total volume - 10000ml, therapy time - 10:00, fill volume - 2500ml, last fill volume - 2000ml, dextrose - same, cycles - 3, initial drain alarm - 10ml, comfort control - 36, last manual drain - n. The tsr swapped the customer's device. Follow up with the rn, revealed the hp has been seen by both her and the physician since this incident and is doing fine; there was no resulting pt injury. The rn indicated that the hp performs a manual midday exchange of 2000 mls in addition to using the cycler.

Manufacturer narrative:
(B) (4). Customer sample received; however, evaluation not yet completed.